Event description:
It was reported that on (B)(6) 2025, a fire caused substantial damage to a patient's property. At this point in time, the cause of the fire remains under investigation. The abbott cardiomems patient electronics device was in the area of origin. There were no adverse patient consequences reported.